Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment. The customer¿s blood glucose was unknown at the time of incident. Customer reported damage to the insulin pump battery and reservoir compartment. Customer stated that the reservoir compartment was cracked around the top and she had to tape it to keep the reservoir in. Customer also reported that the insulin pump button was hard to press. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, broken battery tube threads.

Manufacturer narrative:
The pump had unresponsive buttons due to a flattened dome switch on all buttons. No unlocked lcd keypad connector was noted. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. The pump had a missing reservoir tube o-ring and broken battery tube threads.